Event description:
It was reported that on an unknown date the patient underwent hardware removal after right humerus non-union. During the procedure, bone harvest clogged into the assembly. The rai 2 shaft was stuck inside the assembly; the plastic was cut away form the shaft. This report is for an rai 2 reamer head. This is report 1 of 5 for (B)(4). (B)(4) captures the intra-operative rai 2 issues. Related complaint pc-001635445 captures the required revision procedure due to non-union.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11: additional narrative: h3, h4, h6: part 03.404.027s, lot 7227p24: manufacturing location: supplier ¿ fathom / inspected and packaged by: monument. Release to warehouse date: august 11, 2023. Expiration date: june 30, 2033. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.